Event description:
The account stated that the cd1700 analyzer generated low results which repeated higher. The initial results were: rbc=2.86x10e6/ul, hemoglobin (hgb)=7.8g/dl, hematocrit (hct)=23.6%. Repeat results were: rbc=4.33x10e6/ul, hgb=13.2 g/dl, hct=39.2%. There was no report of impact to patient management.

Manufacturer narrative:
The customer technical advocate (cta) had customer check that all syringes were free of bubbles. Sample mix was verified as adequate. Sample aspiration technique verified as correct. A field service representative (fsr) visited 2/7/07 and replaced: 100ul syringe (leaking); hgb flow cell (leaking); sample probe (worn); wash block assembly (leaking). The cell-dyn 1700 system operator's manual, 03h58-01, rev d on page 10-13: troubleshooting of abnormal or erratic hgb, mch, and or mchc provides several causes/corrective actions: flow cell/clean flow cell; sample (lipemic)/retest per laboratory operating procedure; circuitry/check the diagnostics for hgb error, hgb sample and hgb reference and then obtain technical assistance. In this instance the issue was resloved by the fsr visit, after the cta troubleshooting for usual sources of erratic restults. In addition a review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports between july 2006 through january 2007 did not indicate any adverse trend for cell-dyn 1700, list 03h53-01, for the issue of discrepant results. This is the final report.